Event description:
It was reported that this brady lead was surgically explanted due to high pacing threshold of 2.5 volts (v) at 1 millisecond (ms). This brady lead was replaced with the same model and returned. No additional adverse patient effects were reported.